Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient's blood glucose levels reached 480 mg/dl. It was reported that a patient had received the incorrect pods. The patients reported symptoms were vomiting, diarrhea and high blood glucose levels. Once at urgent care the patient was treated with 3 bags of intravenous fluids as well as phenergan for nausea. The patient was released from urgent care after 6 hours.